Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was broke the following information was received by the initial reporter with the following verbatim it was reported by the customer that tip of spike of tubing broke off into medication bag when spiking medication.

Manufacturer narrative:
One photo was received and analyzed by our quality team with the customer's complaint of a broken spike. The photo clearly shows the spike broken and the complaint has been verified. The root cause of this complaint is unknown without the physical sample for investigation.a device history record review could not be performed because a lot number was not provided by the customer.

Event description:
Photo.